Event description:
It was reported that noise resulting in oversensing, undersensing, and high pacing impedance were noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, no anomalies were observed either visually nor via diagnostic imaging. Abbott technical support was contacted and the ra lead was capped and replaced to resolve the event. The patient was in stable condition.